Event description:
It was reported that the health care professional (hcp) was having difficulty interrogating this implantable cardioverter defibrillator (ICD). Technical services (ts) had the hcp place a magnet over the device and no beeping tones were heard. The hcp was going to try another programmer and a different outlet. This product remains in service. This report will be updated, should additional information be received.